Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 not detected on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - 300-exp 1 drawer not detected on bus was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that there were no delays to patient care workflow. Replaced the drawer main 3.1 controller card, t-card and retractor band. Drawer 3 main is working great now. Fse tested in hta without issues observed. During dchu visual inspection p/n: 353844-01: was received with copper strands in contact with adjacent copper strands (exposed strands) which resulted in thermal damage. P/n: 151622-01: the part received showed no signs of physical damage, fluid ingress, loose, thermal damage, missing components or any other anomalies detected. P/n: 151630-01 sn: (B)(6): the part received showed no signs of physical damage, fluid ingress, loose, missing components thermal damage or any other anomalies found. Sn: (B)(6): the part received showed no signs of physical damage, fluid ingress, loose, missing components, thermal damage or any other anomalies observed. During dchu testing p/n: 353844-01: the testing from dchu was not required due to the thermal damage observed and exposed copper strands exhibited during the visual inspection. P/n: 151622-01: passed successfully the dmm and hta testing without anomalies or intermittency detected. P/n: 151630-01. Sn: (B)(6): passed successfully the dmm and hta testing without anomalies or intermittency detected. Sn: (B)(6): passed successfully the dmm and hta testing without anomalies or intermittency detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - 300-exp 1 drawer not detected on bus was determined to be crossed continuity between adjacent copper strands on the assy retractor dwr hh cubie (p/n: 353844-01) which resulted on the observed thermal damage and ultimately compromised the drawer functionality.